Event description:
It was reported to boston scientific corporation that during an anterior colporrhaphy procedure using an uphold lite vaginal support system, the physician placed the first leg assembly without any problems. However, during placement of the second leg assembly, the capio cage did not catch the lead suture/needle after placement through the sacrospinous ligament. After several attempts, the suture broke close to the needle and the needle was captured inside the capio cage. The physician removed this device and completed the procedure with another uphold lite vaginal support system without incident. The patient is over 18 years of age and was stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(6). (B)(4) suture detachment. Device evaluation a review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. A mesh assembly was not returned for evaluation. Visual analysis of the returned capio device revealed that a lead suture needle was inside the capio cage. In addition, the needle retained a small portion of suture. No defects of the capio device were observed. Functional testing of the returned capio device showed that it operated freely and properly. The most probable explanation for this event is that the suture was weakened by the multiple passes through the ligament.